Manufacturer narrative:
Intermittent button response was noted during testing due to corroded keypad traces. A motor error alarm was noted during basic occlusion test, and a compromised force sensor system alarm was noted during prime/a33 test at 3.5lbs due to faulty fsr. The motor was tested outside the device and passed. The unit was received with a minor scratched lcd window and cracked reservoir tube lip.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was not functioning according to design. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.